Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported reservoir was leak at reservoir barrel. The customer¿s blood glucose was 276 mg/dl at the time of incident. Customer noticed leaking reservoir during filling insulin inside normal use. Reservoir will not be returned for analysis.